Event description:
It was reported that during a low anterior resection procedure, the hand switch was nonfunctional, but the foot switch was functional. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/17/2008. Info anticipated, but unavailable at this time.